Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula. Blood was observed in the soft cannula and was bent at where the tip of the formed needle was visible. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure to fully retract the needle after needle fire. A leak was observed in the exposed portion of the soft cannula at where the formed needle was visible. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 498 mg/dl while wearing the pod between 24 and 36 hours. The pod¿s cannula was found bent/kinked while wearing it on the arm. For treatment, the patient gave a correction bolus, changed out the pod and gave a manual injection.